Event description:
FDA/(B)(4) report received reporting residual blood leakages with use of mc100 microclave connectors and various tubing sets, stopcock accy devices. The report states "while drawing labs a small amount of blood was noted to be inside the cap between the plunger and outside of plastic casing (this occurred despite swabbing the hub in between syringes to clean off blood, blood leaked to outer edges of inside of cap and rn unable to clear w/normal saline.) Per policy, cap changed." Additionally, it was reported that there were no reported adverse patient consequences. Although requested, the involved devices were not returned to the MFR. For analysis and confirmation.

Manufacturer narrative:
MFR's investigation: label review - the directions for use (dfu) states that the clave/microclave connectors are compatible with iso male luers having an internal diameter between 0.62" - .100" (1.55mm and 2.8mm). Previous investigations of microclave connector leakages/component functionality have identified these types of issues can occur when the microclave is accessed with incompatible devices as well as inadequate flushing, incorrect attachment techniques. Following the facility's conversion to the mc100 connectors ICU medical became aware of some concerns describing isolated flushing issues, residual fluid leakage. During the feb. - march 2013 timeframe ICU medical clinical and product specialist teams met with the facility clinical resource value analyst and dept staff to review/evaluate each of the department's/unit's clinical protocols and applications specific to their intended microclave connector usage with various device sets/applications. In addition to in-servicing, approx seventeen (17) various IV, admin, primary device sets; stopcocks from the facility's inventory were evaluated specific to mc100 connector performance including dimensional luer compatibility and performance features such as priming vol, flow etc. The results identified/documented both compatible products and those that were not compatible and or exhibited unsatisfactory performance i.e. Flow reductions etc. The information was provided without prejudice to the clinical inventory staff for final determinations and inventory assessments. It is the MFR's understanding that as of june 2013 facility's inventory/usage was modified and compatibility issues resolved. Conclusion: the involved mc100 devices were not returned for analysis and confirmation. The exact cause(s) of the reported product issue are unknown. However, based on site assessments/activities it can be concluded that the mc100 were accessed/mated and or used with incompatible devices.